Manufacturer narrative:
Concomitant products: exactamix 500ml eva container, ref. H938739, lot 1059576, exp. 06/18; baxa component, therapy date (B)(6) 2015. The customer¿s report of a tubing leak was not confirmed. The set was visually inspected including use of magnification and no damage or anomalies were observed. Functional and pressure testing resulted in no leaks. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a baby was receiving tpn at unspecified rate when a leak was noted from the top of the tubing. Although the customer reports obtaining orders to run maintenance fluid until a new bag of tpn could be secured, the new tpn bad arrived before the fluids were implemented; with new tubing, the infusion completed without reported harm to the patient.